Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The other graftmaster device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a perforation in an unspecified coronary artery. A 2.8 x 16 mm graftmaster covered stent was implanted; however, it did not seal the perforation completely. Therefore, an attempt was made to advance a 2.8 x 26 mm graftmaster covered stent; however, the device failed to cross the lesion as it could not cross through the first covered stent. It was reported that the perforation was sealed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.